Event description:
It was reported that the ilet initially functioned properly, then displayed an abnormal startup screen with two circles including a lock icon while on the charger and failed to progress to full power-on despite outlet changes, indicating a device issue consistent with premature battery discharge involving the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, with the user maintaining backup therapy and using a cgm. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge isolated to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.